Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the issue of the pump rebooting on its own could not be reproduced in testing but was confirmed in the history. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. Performed a battery cap functional test; no battery cap connection defects were observed. Pump cover was removed to investigate, no evidence of moisture or evidence of damage to battery flex or power circuit was observed. Power on resets were confirmed in the black box. No damage was found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten. Battery cap contact height and width were measured width measured and found to be within specifications.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was rebooting. The patient stated that there was no noted damage to the pump or to the battery compartment. The reporter stated that the pump last rebooted the night before. This report is made based on the allegation that the pump rebooted without user intervention.